Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of tool not locking in attachment was confirmed. The likely cause of failure was due to detached internal tube bearing. It was also noted that the leg was scratched and it was not possible to remove all parts out of the tube. Also the laser markings and color band were faded. B3: date of event: actual date of incident is not known at this point of time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool can't be locked in the attachment. There was no patient impact.